Event description:
It was reported that (B)(4) bd safetyglide¿ needles were blocked during the injection. The following information was provided by the initial reporter: "after attaching this needle to the syringe, you are unable to push air or medication through the needle. When removing the needle, air is able to be expelled from the syringe. Staff have tried multiple needles from the same (B)(4) count box, and all are functioning in the same manner. After several different needles were attempted, we refrained from opening the remaining sealed needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during the injection. The following information was provided by the initial reporter: "after attaching this needle to the syringe, you are unable to push air or medication through the needle. When removing the needle, air is able to be expelled from the syringe. Staff have tried multiple needles from the same 50 count box, and all are functioning in the same manner. After several different needles were attempted, we refrained from opening the remaining sealed needles."